Event description:
Customer reportedly received the following results on an aviva meter, within 10 minutes: 200 mg/dl and 100 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.

Manufacturer narrative:
The customer did return a vial of strips, catalog #06908349001 and lot #497117, but it is unknown if this is the vial of strips that was used for the reported results. The evaluation of the returned strips was completed on 3/26/2018 and the strips met specifications.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.